Manufacturer narrative:
D4- expiration date: unk. D6a-implant date: unk. H4- device manufacture date: unk. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative became aware of an implantable collamer lens (icl) exchange that had taken place. " the reason provided was "too high of a power". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.